Event description:
This pt was enrolled on the heat trial, a multi-center prospective aneurysm clinical trial, and was randomized to the hydrocoil embolic system treatment arm. The pt is a (B)(6) female who presented with an unruptured posterior communicating artery aneurysm. The pt's aneurysm was coiled on (B)(6) 2013. During the procedure, the coil prolapsed occurred when removing the catheter tip from the aneurysm. An enterprise stent was used to push the coil back into the aneurysm. A loading dose of reopro abciximab was administered followed by a continuous infusion. The pt was put on prasurgrel pt allergic to aspirin. This was reported as a serious adverse event because an intervention was needed to prevent further permanent impairment to body structure of function.